Event description:
The pt was suffering from a cardia carcinoma that had spread 6 cm into the esophagus past the les junction. In december the physician placed a wilson-cook esophageal z-stent with dua anti-reflux valve. The report indicated the physician experienced difficulty placing the stent because the pt was not fully sedated. In january, it was reported the stent had migrated into the pt's stomach and the anti-reflux valve was inverted and discolored and that the coating had dissolved. Due to the nature of the stricture the physician decided not to remove the stent from the pt's stomach. For nutritional purposes a second sent was placed in the pt. Co was unable to complete a full evaluation because the device was not available for evaluation. After a review of the device history record for this device, MFR can report that no discrepancies or anomalies, were observed. MFR was unable to conduct a sample test from this lot because all devices were previously distributed.